Event description:
It was reported that the downstream occlusion calibration failed. The event occurred during testing. The device evaluation noted a peeled downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a peeling downstream occlusion seal. Functional testing was able to verify the reported problem. It was determined that the peeled downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.